Manufacturer narrative:
Customer could not locate the strap nor buckle. Buckle.

Event description:
It was reported in a service report the restraint strap buckle broke. No adverse consequence alleged.